Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive did receive a da vinci product involved with this complaint to perform failure analysis. The generator was returned for failure analysis and the reported failure was confirmed and replicated. During integrated electrosurgical unit (iesu) cautery activation, the instrument monopolar detection errors was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit will be returned to original equipment manufacturer for failure analysis and for potential repair. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported complaint. The probable root cause could be instrument detection issues preventing energy activation.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report an inability to use monopolar energy since the previous procedure. The current surgery was initiated with the understanding that only bipolar instruments could be used. The tse reviewed the logs and found no errors, attributing the issue to a potentially faulty cable. Nurse (B)(6) confirmed that four new cable bags had been opened, though it was unclear if any contained completely new cables. No additional cables were available. The tse suggested testing another arm and trying two different instruments, as well as ensuring the correct orientation of the plug, but these attempts did not resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.